Event description:
On november 4, 2009 the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009 one colleague triple channel volumetric infusion pump in which it turns itself on and off. The reported condition was identified during programming/set up on the main floor a 300. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software (B) (4) categorized as unremediated.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
A customer obtained an erroneously high troponin (accu tni) result on one patient sample. The initial accu tni result was 0.04ng/ml. The specimen was re-tested and repeated results were: 0.53 and 0.04ng/ml. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 125.3 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and, no device was returned for evaluation.